Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. System operates as intended. (B) (4).

Event description:
The customer reported, the system rebooted on its own during a case. No patient injury was reported.